Event description:
It has been reported that a piece which broke of this instrument during a previous procedure, has been found during this procedure. The current procedure was not performed as a result of the broken piece being left in the pt. It has not been confirmed that the piece retrieved from the pt is from the smith & nephew instrument identified in this report. It shall also be noted that when the device broke during the previous smith & nephew was never informed on the events of the incident.